Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations, shortness of breath when asleep and stated that it was due to their pacemaker malfunctioning. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.